Event description:
It was reported that there was a wet tap during the trial and the hcp administered a blood patch.the patient reported a headache when upright after the trial and went to the emergency room. The hcp instructed the patient to remain in a lying position as much as possible. The hcp made plans to see the patient again and was considering another blood patch. It was noted that stimulation made the patient nauseous at this time. The patient status at the time of the report was reported as alive with no injury. It was later reported that the lead was pulled. The patient was not proceeding with implant and it was reported that there were no further updates.

Manufacturer narrative:
Concomitant products: product ID 387360, lot# v950561, product type screening device. (B)(4).